Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right ventricular lead had inadequate capture and was unser-sensing. It was observed the lead was dislodged with suspected twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: b5, g3, h6.

Event description:
New information received notes the product will not be returning.